Manufacturer narrative:
Analysis of the returned instrument tracker found damage inside the handle and the tracker would not accept known good instruments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue was confirmed that it was not possible to introduce any instrument into the tracker. The tracker was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that it was not possible to introduce any instrument into one of the instrument trackers. It was indicated that the probable cause of the issue was the tracker being damaged into the bore, and that this may have been due to the use of a powerease motor even though the tracker and drill bit were lubricated. The tracker was replaced. There was no delay in time to the surgical procedure and no impact to patient outcome.